Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the power does not turn on, and the screws needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the high definition lcd monitor, the power does not turn on. The event occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Event description:
Additional information received from the initial reporter confirmed the procedure was therapeutic. The name of the procedure is laparoscopic assisted gastropexy (lag). The intended procedure was completed, and a similar device was used to complete procedure. A 5-10 min. Delay occurred to replace equipment and the subject device was inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3, and b5. The device evaluation and the information included in b3, and b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon (1) "power cannot be turned on" occurred due to failure of the printed circuit (g1) board. Olympus will continue to monitor field performance for this device.